Event description:
A report was received that the patient was experiencing pain at the pocket site whether the device was on or off. A lidoderm patches medication was given for pain relief. At this time physician cannot determine if pain was device or procedure related.

Event description:
A report was received that the patient was experiencing pain at the pocket site whether the device was on or off. A lidoderm patches medication was given for pain relief. At this time physician cannot determine if pain was device or procedure related.

Manufacturer narrative:
Additional information was received that the patient's pain was resolved. The physician did not believe that the pain was device related.